Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, physician advanced the subject balloon guide catheter to the common carotid artery (cca). The subject balloon was inflated, but the contrast medium leaked and it could not be inflated. Patient¿s anatomy was very meandering. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the procedure, physician advanced the subject balloon guide catheter to the common carotid artery (cca). The subject balloon was inflated, but the contrast medium leaked and it could not be inflated. Patient¿s anatomy was very meandering. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the balloon catheter was found to be damaged. The balloon was found to have a hole/perforation. During functional inspection, balloon leaked and balloon failed to inflate functional test was failed. An attempt was taken to inflate the balloon. There was balloon leakage noted due to damaged balloon and the balloon could not be inflated. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events were confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on the visual inspection. It was reported that after guiding the subject balloon catheter to the common carotid artery (cca), when the balloon was inflated, the contrast medium leaked and the balloon could not be inflated. As per the additional information, the balloon was inflated successfully during preparation, contrast agent was diluted at 60%, a 1cc syringe was used to inflate the balloon, the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient and the patients anatomy was very meandering. The device was returned and there was damage noted to the balloon catheter, the balloon failed to inflate as there was a hole/perforation noted to the balloon, which leaked during the inflation attempt. It is probable that the balloon and balloon catheter were damaged during navigation through the patients anatomy causing the reported events. An assignable cause of procedural factors will be assigned to the reported and analyzed "balloon leaked during use", "balloon failed to inflate", to the analyzed "balloon catheter damaged", and"balloon has hole/perforation during use", as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.